Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the distal end of the glass cap is detached and not returned; the metal cap is detached and not returned; the fiber proximal to fracture can freely rotate; the glass cap exhibits moderate devitrification at output window; the outer flow tubing shows signs of abrasion; the outer flow tubing wall integrity is compromised. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, at 205,000 joules; 34 minutes of use, the fiber tip was reportedly loose. Additionally it was reported that the fiber broke and developed a lip and was unable to move out of the scope. The fiber was exchanged and the procedure was completed utilizing the second fiber. No injury was reported. Patient outcome: "ok" reported.